Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that customer experienced high blood glucose and low blood glucose. The high blood glucose was 500 mg/dl at the time of incident. The low blood glucose was 54 mg/dl. The other relevant blood glucose was 300 mg/dl. The customer was treated with food for low blood glucose. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.